Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was observed that the stent strut was lifted. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x24mm promus element drug-eluting stent was advanced to treat the lesion. However, it was observed that the stent strut was lifted. The procedure was completed with another of the same device. No complications were reported and the patient's status is stable. A promus element, mr, ous 4.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 6-7 were damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.